Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's sensor had a missing electrode. The patient's blood glucose at the time of incident is unknown. The needle shaft also got stuck in the serter; the sensor had apparently been damaged or broken. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and found one of two sensor cannulas retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. One remaining sensor was found whole with no broken or missing parts.